Event description:
Boston scientific received information that a red alert was received for a device with monitor plus therapy off. No information could be obtained why the tachy shock feature was turned off or if the device has been reprogrammed to turn therapy back on. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient expired nearly three months later with no additional complaints. A health care professional (hcp) had called into deactivate the patient's remote monitoring system. Additional information was obtained from the hcp that this patient's device had previously been programmed "off" intentionally by their physician. There were no reported allegations against the device.